Event description:
The customer reported that the x-ray switch was stuck and produced uncommanded x-rays. This occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.